Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 110 units of insulin. The customer's blood glucose level was 72 mg/dl. At the time of the call, the customer did not have additional insulin available, and would use backup therapy for continued insulin therapy.